Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found an issue with the pc. The fse replaced host pc and hard disk spare part and installed software but the issue was not resolved due to improper connection. The fse reseated all the cables to the pc. After replacement of the host pc, hard disk spare part and reseated connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura biplane device would not boot up. It displayed message "initializing connection to host." The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.